Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported an er320 was fired on the cystic duct and the clips fell off. Another er320 was opened to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.50651. D6: device returned with no lot ID. Based upon the inquiry info rec'd and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips without incident. There were no anomalies noted with the formation of the remaining clips. It could not be determined why the clips reportedly fell off to the cyctic duct.